Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a cerebral aneurysm during a coil embolization. It was noted that there was a reverse flow of blood and other fluid (leak) coming from the cap of the copilot bleedback control valve. The copilot was used throughout the entire procedure until completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.